Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 132, 60, and 71mg/dl when testing was performed less than 10 minute apart on the aviva system. No hypoglycemic or hyperglycemic symptoms were reportedly experienced. Customer drank 1 'large' glass of water after the 132mg/dl result was obtained and no other treatment was reported. A request was made for the return of the suspect device and replacement product was sent.